Manufacturer narrative:
Concomitant medical products: product ID: 9735736, software version #: (B)(4), UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a functional endoscopic sinus surgery (fess). It was reported that the surgeon had an alleged inaccuracy, however, no further details were provided including when the incident occurred. There was no impact to the patient outcome. Delay was less than an hour.